Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump had motor error alarm during occlusion test and unable to prime during prime test due to faulty force sensor. Motor passed motor test. Unable to perform occlusion test due to motor error alarm. The insulin pump had scratched lcd window and cracked reservoir tube lip.

Event description:
It was reported that the customer was taken to the emergency room and was hospitalized due to high blood glucose, cardiac arrest and diabetic coma. Customer's blood glucose reading at the time of hospitalization was 1600 mg/dl. Caller stated that the customer was found passed out on the floor by his roommate. Caller stated that the roommates took him to the hospital and he was in coma for four days. Caller also stated that the customer's insulin pump become disconnected from his body. Nothing further was reported.